Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24355) leaked at the heat exchanger. No patient or staff injury was alleged.

Manufacturer narrative:
Patient ID, age, weight, ethnicity and race: patient information not available. Lot number and expiration date are not available. Manufacturer date is unknown. Product has been discarded; therefore, not returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.